Event description:
This complaint is now reportable based on the returned device analysis completed in 2009. It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure of a model-encore 26 (sgl) inflation device "would not go up". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good". However, the returned device revealed the inflation device contained a defective gauge which was off-line reading 5 atm's without any pressure being applied.

Manufacturer narrative:
The condition of the returned unit was inconsistent with the reported complaint incident that the "pressure did not go up"; however, the returned device did contain a defective gauge which was off-line reading 5 atm's without any pressure being applied. Visual and functional inspection of the unit revealed that the device failed functional testing due to a defective gauge. The needle on the gauge was "off line" reading 5 atm's without any pressure being applied. Gauge accuracy testing concluded that the gauge accuracy reading were approximately 5 atm's above the required specification at test points. The device locking mechanism showed that after each activation the device needle returned to 5 atm's instead of zero. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.